Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the nurse found no markings on a blood collection tube and immediately replaced it with a new tube. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, the nurse found no markings on a blood collection tube and immediately replaced it with a new tube. No patient impact reported.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 30 retained samples were subjected to a visual inspection for missing label, and none of the retained samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.